Manufacturer narrative:
The product was not returned, it was destroyed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and clinical reason for explant being reduced bcva and unhappy with visual quality, eager to have multifocality removed. The iol was explanted and exchanged for a non company lens following the initial implant procedure. There was no further impact to the patient. Post surgery, it was noted that the symptoms were resolved. Additional information has been requested and received stating that the explanted lens was shattered into many pieces.